Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 or e21 alarm noted during test. Insulin pump received with cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unexpected restart alarm after battery change. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had crack on front side. The insulin pump will be returned for analysis.